Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll representative went on site and the malfunction was duplicated and the li-on battery was replaced to remedy the problem. The customer's battery was discarded on site. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-01245 for a similar event reported from the same customer.

Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll representative went on site and evaluated the device. The reported malfunction was not replicated or confirmed. The device was put through a preventive maintenance check without duplicating the reported malfunction. The device was recertified and put back into service. No trend is associated with reports of this type.